Event description:
Tip of stem inserter broke off and this was not discovered until after the surgery. It is believed that the tip was left in the stem in the patient.

Manufacturer narrative:
.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2013 - medical records received. There is no new additional information that would affect the MDR decision. **update** (B)(4) 2013 - x-rays were received. The complaint has been reopened. Medical records and x-rays were obtained and reviewed. There was no new information obtained that changed the outcome of the prior investigation and root cause determination, or identify any additional corrective actions not already taken. **update** (B)(4) 2013 - cd with x-rays was received. The complaint has been reopened. Additional x-rays were obtained and reviewed. There was no new information obtained that changed the outcome of the prior investigation and root cause determination, or identify any additional corrective actions not already taken. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned instrument confirms the tip fracture as reported. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco (B)(4) was approved and completed on (B)(4), 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier all product delivered no later than march 2010 is of the new design. This returned instrument was manufactured in february 2010. There has been no trend for failure post improvement. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Examination of the returned instrument confirms the tip fracture as reported. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier all product delivered no later than march 2010 is of the new design. This returned instrument was manufactured in february 2010. There has been no trend for failure post improvement. Continue to monitor through trend analysis. **update** 3/18/2013 - medical records received. There is no new additional information that would affect the MDR decision. **update** 3/21/2013 - x-rays were received. The complaint has been reopened. Medical records and x-rays were obtained and reviewed. There was no new information obtained that changed the outcome of the prior investigation and root cause determination, or identify any additional corrective actions not already taken. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.